Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Reinstalled but still had same problem. Device received in good visual condition. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and a small portion not returned; in addition, the blade was damaged at the tip. The device was tested with a test handpiece and generator and was functional the blade was noted to have minor damage at the tip. This damage occurred after the tissue pad melted, exposing the clamp arm and allowing the blade to make contact. It is possible that this resulted in an error code/alert screen to be displayed during use. The damage to the tissue pad damage may occur when applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The device was disassembled to inspect internal components. Corrosion was found at the flex circuit. The corrosion in the flex circuit is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.